Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure and during the procedure, the size15/3 inflatable bone tamp (ibt) "burst under low pressure". No fragments of the balloon were left behind and no patient allergies to contrast medium were reported.

Manufacturer narrative:
Additional information: product analysis: visually confirmed balloon tear upon examination of the returned instrument. No material or functional defects on catheter were identified. Longitudinal rupture is approximately the length of the balloon. Inflation appears to have been full and symmetrical. The above observations are consistent with contact with bone splinters during usage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.